Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).

Event description:
Customer reported a system message during ptk (photo therapeutic keratectomy) and the laser ablation stopped. No info has been provided regarding the status of the pt. Add'l info has been requested.